Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-08585. Related manufacturer reference number: 2017865-2020-08586. It was reported that the patient presented with erosion at the pocket site. Upon inspection, it was noted that the patient had developed an infection. The pacemaker system was explanted. The patient was in stable condition afterwards.